Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimloc failed to secure the lead at the implant. During dismantling of drive equipment, the stylet was removed and locking clip had engaged while flaccid. The lead was being passed through the cannula, but visible movement of the lead was seen. The physician marked the lead to verify correct placement of lead once locked into stimloc. The lead moved deeper into the brain. The physician considered putting future surgeries on hold. The patient had no adverse events. No patient information was available. The lot number was unknown, but was noted to end in 511a. See MFR # 3007566237-2012-01550.